Event description:
It has been reported to co that a dissection of the coronary artery was noticed during a difficult ptca case when using a guide catheter. The physician inserted the guide catheter and attempted to direct stent the vessel, but the stent delivery system would not pass through the lesion. The physician removed the stent delivery system and inserted a pre-dilatation balloon, but the physician felt resistance between the guide catheter and the dilatation balloon. The physician removed these devices and replaced it with another guide catheter and had the same difficulty with resistance. The guide catheter was removed and a third guide catheter was inserted and a dissection of the vessel was noticed. The physician decided not to treat the dissection and decided it would be fine untreated. The pt is reported to be fine.